Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported that prior to a procedure it was noted that the safety screw was stripped on the microscope. There was no patient involvement. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The issue was due to a loose bolt between the optical head and the libero. The company representative tightened all bolts and cleaned the optics. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 24, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a mechanical interference between the yoke set screw and the libero mounting bolt. An internal investigation was opened to address this issue. The manufacturer internal reference number is: (B)(4).